Manufacturer narrative:
Initial.

Event description:
It was reported that the user consumed a milkshake and brownie, announced the meal as smaller than usual on the ilet system, and subsequently experienced elevated blood glucose reported at 359 mg/dl that was trending down during follow-up, indicating a user meal announcement error rather than a device malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to meal entry procedure and the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.